Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00699 and 3007042319-2014-00700) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a facility performed multiple controller exchanges as a result of two (2) 'poor mechanical connection' events and one (1) 'controller fault alarm' event. No patient injury was reported as a result of this incident. The controllers were returned to the manufacturer for evaluation. Evaluation confirmed the reported 'controller fault alarm' event but did not confirm the reported 'poor mechanical connection' events. The root cause of the "poor mechanical connection" events could not be conclusively determined as the device functioned per specification, however it is possible that improper connection by the user may have attributed to the reported event. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00699, 2014-00700 and 3007042319-2015-03213) submitted for devices related to the same event.

Event description:
Approximately one year and three months post implantation, it was reported that the patient experienced multiple controller fault alarms. It was reported that the patient dropped his original primary controller off the side of the bed and the driveline became disconnected. The patient reported fumbling with the system in an attempt to reconnect the driveline before exchanging for the backup controller. He fumbled with this connection as well and the nurse arrived to assist the patient. The nurse noted a bent pin in the driveline connection on the backup controller and proceeded to use a pen to straighten the pin. The site was unsure of when the pin became bent; this controller had not been used before. The nurse was able to successfully connect the driveline and the pump restarted. After this event, backup controller was exchanged for a new controller as it was believed that the pin in the controller's driveline connector port may have been weakened. During this controller exchange, it was reported that a controller fault alarm occurred while patient was using new controller. The next day, it was reported that the patient experienced another controller fault alarm (while using new controller) when disconnecting a/c power and reconnecting a battery. It was reported that all connections appeared to be intact with no bent pins or marring of the driveline connector. During this exchange the pins on the driveline connector on the pump side were examined and were unremarkable. Driveline x-rays were obtained and looked "normal." The new controller was exchanged for another controller. There was no reported patient injury as a result of these events, the patient was asymptomatic throughout, and tolerated the controller exchanges without issues. Investigation is ongoing.